Event description:
Glenoid sounder got temporarily stuck in patient glenoid.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the. Additional information has been requested. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation.

Manufacturer narrative:
An event regarding difficulty removing the alignment sound from the bone was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the device was not returned for evaluation medical records received and evaluation: not performed as patient factors did not contribute to the event. Device history review: all devices accepted into final stock conformed to specification. Complaint history review: there have been no similar previous reported events for this lot ID. Conclusions: the exact cause of the event could not be determined because the device was not returned for evaluation. No further investigation for this event is possible at this time. If the device becomes available, this investigation will be reopened.

Event description:
Glenoid sounder got temporarily stuck in patient gleniod.